Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of constant yellow wrench alarm was confirmed via an evaluation of the returned heartmate power module, serial number (B)(6). The power module was functionally tested at the european distribution center (edc), where the reported event was traced to disconnected alarm status label wires. The power module was then sent to the product performance engineering (ppe) department for further evaluation. The yellow wrench alarm was reproduced upon the power module being connected to ac power. The alarm status label pins were reconnected, resolving the alarm. The power module was then connected to a mock circulatory loop and was able to support the pump for an extended period of time with no further issues. The root cause for the yellow wrench alarm was determined to be three disconnected alarm status label wires. The device history records were reviewed and the records reveals that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 22sep2010. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to identify and resolve power module alarms. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a constant yellow wrench symbol and alarm. The power module was exchanged.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval.